Manufacturer narrative:
Event date: (B)(6) 2016, if implanted, give date: (B)(6) 2004. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2016, clinical status assessment indicated that the patient 's qualifying condition as stable angina and the index procedure was performed. Target lesion #1 was an isr of a previously placed taxus stent and an unknown stent located in the 1st diagonal branch with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct placement of a 2.50 x 12 mm synergy study stent and residual stenosis was 0%. Target lesion #2 was located in the distal left anterior descending (lad) artery with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with direct placement of a 2.25 x 12 mm synergy study stent and residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel).